Event description:
It was reported that the impedance had increased and the sensing had decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.